Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were not duplicated during testing; however, the devices were not within specifications. One device was found to be affected by corrosion. One device was found to have worn internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated and leaked. There was no patient involvement; no patient impact.